Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified; however, based on the results of the investigation, it is likely that the device was damaged during transport. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the high frequency-resection electrode had been bent. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.